Event description:
It was reported that, after an unknown procedure, the handpiece got stuck on har23 when the surgeon tried to dismantle the devices. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2023 batch #: p9403j investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. Due to the condition of the nose cone, no functional testing could be performed. The device could not be removed from the handpiece. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The handpiece was not disassembled as the customer request the handpiece back. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The analysis was unable to determine the exact root cause that lead to a crack in the handpiece nose cone.